Manufacturer narrative:
Product event summary: the controller and two batteries were not returned for evaluation. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors. In addition, log file analysis revealed a controller power up event. The data point prior to the loss of power revealed that one battery was connected to power port one (1) with 84% relative state of charge (rsoc) and a second battery was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that the first battery was connected to power port (1) and a third battery was connected to power port two (2). The controller was without power for 12 seconds. Log file analysis did not reveal premature power switching. There is no evidence that the lubrication servicing was performed on the reported devices. As a result, the reported critical battery alarms and loss of power were confirmed; however, the reported power switching could not be confirmed. The most likely root cause of the critical battery alarms can be attributed to a communication error between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery (B)(4). D10: no h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery (B)(4). D10: no h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 09/30/2016, device available for evaluation: no, device mfg date: 09/30/2015, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 09/30/2017, device available for evaluation: no, device mfg date: 09/30/2015, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller and two batteries exhibited power switching despite the batteries being fully charged and that the controller exhibited a no power alarm. It was also reported that the batteries exhibited critical battery alarms. The controller and batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). No device evaluation anticipated, but not yet begun. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that another battery also had a communication error and remains in use.

Manufacturer narrative:
Product event summary: the controller and one (1) battery (B)(6) were returned for evaluation. Five (5) batteries (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and battery (B)(6) revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files did not cover event date. Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(6). Data log files revealed multiple instances involving (B)(6) where the battery's relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. In addition, log file analysis revealed a controller power up event on (B)(6) 2018, at 17:13:42. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 84% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). The controller was without power for 12 seconds. Furthermore, log file analysis revealed a premature power switching event due to a momentary disconnection involving (B)(6). As a result, the reported events were confirmed. Of note, a power source lubrication procedure was performed for the batteries (B)(6) on (B)(6) 2019 to mitigate the reported conditions. There is no evidence that the lubrication servicing was performed on batteries (B)(6) and (B)(6). The most likely root cause of the critical battery alarms can be attributed to a communication error between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and battery. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2017 / serial #: (B)(6), UDI #: (B)(4): no h3: yes h4: mfg date: 30-jun-2016 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error. Three other batteries also had a communication e rror and remain in use.

Manufacturer narrative:
Product event summary: the controller and one (1) battery ((B)(6) ) were returned for evaluation. Four (4) batteries ((B)(6) ) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and battery ((B)(6) ) revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files did not cover event date. Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(6) . Data log files also revealed multiple instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. In addition, log file analysis revealed a controller power up event on (B)(6) 2018, at 17:13:42. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 84% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port (1) and (B)(6) was connected to power port two (2). The controller was without power for 12 seconds. Furthermore, log file analysis revealed a premature power switching event due to a momentary disconnection involving (B)(6) . As a result, the reported events were confirmed. Of note, a power source lubrication procedure was performed for the batteries (B)(6) on (B)(6) 2019 to mitigate the reported conditions. There is no evidence that the lubrication servicing was performed on batteries (B)(6) . The most likely root cause of the critical battery alarms can be attributed to a communication error between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and battery. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: d4: catalog #: 1650de / serial #: (B)(6) UDI #: asku d10: yes, return date: 27-may-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2016 / serial #: (B)(6) UDI #: asku d10: no h3: yes h4: mfg date: 31-oct-2015 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2017 / serial #: (B)(6) UDI #: asku d10: no h3: yes h4: mfg date: 30-apr-2016 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2018 / serial #: (B)(6) UDI #: asku d10: no h3: yes h4: mfg date: 31-may-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.